Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when continuous infusion using a pump was conducted on the following day after the catheter was placed, an alarm to notify catheter occlusion sounded as the flow rate was less than the flow rate set. Although the infusion was succeed when flushing with considerable pressure, it was stated the catheter was occluded and the medicine was not infused when the medical infusion was performed with normal pressure. Therefore, the doctor assumed that it might have been caused by valve trouble. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were abundant throughout the sample. The catheter tubing appeared to be occluded by blood products. An attempt to infuse water through the sample using a 12ml syringe confirmed the sample to be fully occluded by blood products. Microscopic inspection and manipulation of the valve was unremarkable. The returned sample appeared to be completely occluded by blood products. No catheter damage was observed that may have contributed to that occlusion, suggesting the source of the blood products occlusion(s) was improper/insufficient catheter maintenance. The product IFU provides instructions for maintaining catheter patency and provides guidance pertaining to blood product occlusion. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when continuous infusion using a pump was conducted on the following day after the catheter was placed, an alarm to notify catheter occlusion sounded as the flow rate was less than the flow rate set. Although the infusion was succeed when flushing with considerable pressure, it was stated the catheter was occluded and the medicine was not infused when the medical infusion was performed with normal pressure. Therefore, the doctor assumed that it might have been caused by valve trouble. There was no reported patient injury.